Event description:
It was reported, the pt developed an infection. The pt had pockets of fluid and stitch abscesses. The lead was explanted and replaced. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
This report is being submitted following an internal audit. This event was originally reported as a follow up report for MFR report # 3004209178200803846.